Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate erratic readings on their one touch ultramini meter. The patient mentioned felt that they were obtaining incorrect readings for the past 10 days. Either (B)(6) 2011, the patient tested their blood glucose and obtained a 6.6 mmol/l and a 4.6 mmol/l. Reading was done less than 20 minutes from one another. At an unspecified time after testing she developed symptoms of feely dizzy, clammy and nearly collapsed. The patient self-treated with food/drink and did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. The test strips were in good condition and not expired. The patient was unable/unwilling to verify whether the test strip vial was cracked or broken. A quality control test was not done since the patient did not have any control solution. The meter was replaced. The complaint is being reported since the patient mentioned that after testing and obtaining the alleged high results, she later developed symptoms suggestive of a serious injury and had to self-treat with food.